Event description:
A nurse reported the interface of the tube was broken during vitrectomy surgery. The surgery was completed by changing a new product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the black male radio frequency identification (rfid) connector housing fell apart and appeared to have an insufficient weld. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the suppliers assembly process of the radio frequency identification (rfid) assembly. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).